Manufacturer narrative:
(B)(6). If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported lint was wrap around the zct100 intraocular lens (iol) prior to use. The iol was not used. There was no patient involvement or injury. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 4/26/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a lens holder. Visual inspection shows that no abnormality found on the returned lens. The condition of the return product does not suggest that the issue occurred during manufacturing. Therefore, the complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.